Event description:
It has been reported that the bd bactec¿ plus anaerobic/f culture vials (plastic) has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: this is a report about false positives. According to the customer's report, false positives occurred with c-e10 and h10 bottles. The plots seemed to be scattered. Negative results were given with the other bottles in a c drawer with clean plots.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect. Neither photos nor returned good samples were received. Bd was unable to reproduce customer experience with the bactec product. Retention samples could not be visually inspected/ tested for reported defect. Batch history record review was used for this investigation. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on batch history record review results. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process.

Event description:
It has been reported that the bd bactec¿ plus anaerobic/f culture vials (plastic) has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: this is a report about false positives. According to the customer's report, false positives occurred with c-e10 and h10 bottles. The plots seemed to be scattered. Negative results were given with the other bottles in a c drawer with clean plots.